Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedures of posthysterectomy vaginal wall prolapse repair, cystocele repair, rectocele repair and cystoscopy during mesh implantation. It was reported that the patient underwent mesh removal/revision on (B)(6) 2011. The patient underwent kidney stent replacement on (B)(6) 2011. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal of foreign body in vagina, vaginal graft revision, trigger point injection and cystoscopy on (B)(6) 2012 due to foreign body in vagina, dyspareunia and pelvic floor spasm. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent removal of foreign body in vagina, removal of scar tissue, excision of keloid scar from right groin, injection of botox 100 units in 5 cc of injectable saline and trigger point injection into right sacrospinous ligament on (B)(6) 2015 by dr. (B)(6) due to foreign body in the vagina, dyspareunia, anal fissures, chronic constipation, and pelvic floor spasms. (B)(4).

Event description:
It was reported that the patient underwent removal of foreign body in vagina, removal of scar tissue, excision of keloid scar from right groin, injection of botox 100 units in 5 cc of injectable saline and trigger point injection into right sacrospinous ligament on (B)(6) 2015 by dr. (B)(6) due to foreign body in the vagina, dyspareunia, anal fissures, chronic constipation, and pelvic floor spasms.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced inflammation, discomfort and vaginal itching.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding.